Manufacturer narrative:
Concomitant medical product: 694965 lead implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was suspected to have dislodged shortly after implant, which was confirmed by fluoroscopy during replacement procedure. No sensing or capture at maximum outputs. The lead was capped and replaced. No patient complications have been reported as a result of this event.